Event description:
I am reporting a life-altering injury and a severe regulatory failure regarding my mentor siltex textured implants (450cc), serial number (B)(6). Regulatory & tracking failure: my devices were never legally registered. Mentor's global database contains no record of me as a patient, violating mandatory device tracking regulations. Furthermore, I have obtained shipping documents proving the implants were officially "shipped" to the clinic 3 days after my surgery took place, which indicates retroactive paperwork fraud and means I received unregistered devices. Medical injury: my health deterioration began in 2009, just one year after implantation, during my pregnancy. Since then, I have been diagnosed with hashimoto's thyroiditis and fibromyalgia, suffering from chronic pain, fatigue, and numerous other debilitating systemic symptoms that have left me unable to function normally or work. Current crisis & lack of care: following explantation in (B)(6) 2025, where the surgeon refused to remove the capsules, I am now suffering from massive, chronic delayed seromas and a new, hard, undiagnosed mass in the breast pocket. There is a high suspicion of bia-alcl, but I am in a desperate situation because doctors in serbia refuse to perform cd30 testing and generally ignore implant-related illnesses. I have been dismissed and "gaslighted" by local medical professionals for 15 years. I am currently trapped without adequate medical care, living in disability, and without the financial means to seek competent treatment abroad. Pt codes: 4860, 2238, 4561, 1849, 2069, 2439. Device code: 2993. Ref report: mw5179389.